Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reported via phone to product monitoring during a coronary cta procedure on (B)(6) 2012, the following protocol at the power head: 5 ml/sec, 20 ml, duration 3 sec. The console in control room read: 5 ml/sec, 100 ml, and duration 3 sec. They attempted to change volume at console and it would not change the displayed number from 100 ml. The injection duration did change though. The power head volume was able to be changed correctly. Customer reports procedure was completed without incident. Pt age and gender were unknown. No injuries reported.